Manufacturer narrative:
The investigation found that the monofilament profile did not have a mushroom shape, indicating that a tensile detachment had occurred during the procedure. There was no fault to the circuitry of the pusher, as it had passed resistance and continuity testing, and no short condition was present. The physical evaluation of the device could not identify the conditions or circumstances that led to the damages to the pusher, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
Physician phone number: (B)(6). A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer and the invstigation is still ongoing. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of a splenic artery aneurysm embolization, access achieved into splenic aneurysm and successfully delivered multiple embolization coils. An azur 45-480815 was introduced. The coil advanced without issue to distal portion of microcatheter. About 1cm of coil was advanced out of microcatheter before microcatheter kicked back. Coil retracted and re-advanced multiple times to allow coil to soften. The coil became stuck and would not advance further. During attempt to withdraw the coil, it detached in microcatheter. Microcatheter and coil were removed together successfully. Procedure was completed successfully with additional coils. No patient harm or intervention was reported.